Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon eval, the power brick connector was damaged. The damaged connector prevented the charger from powering on. The root cause of the damaged connector cannot be positively identified, but was likely associated with physical abuse. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem had a defective power cord. The pt was issued a replacement charger/modem.